Manufacturer narrative:
Continuation of d10: product ID: 97745ac. Product type: accessory. Product ID: 97745nt. Serial#: (B)(6). Product ID: 97755. Serial#: (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac; product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4); product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the rep called while meeting with patient who reports that they noticed their implantable neurostimulator (ins) recharging session took longer than normal on (B)(6) 2023, and that their controller would not charge afterward when plugged into ac power cord. The rep reports that pt tried multiple outlets at their home, and rep tried a couple outlets at hcp office (both showed green light on ac power cord but no green flashing light on 97745nt). Rep took the li bp out and plugged 97745nt into ac power cord and the 97745nt did not power on. Rep reports that li bp has 10% battery but pt's ins is still mostly full from charge over the weekend. Rep did not have aa batteries to try. Email was sent to repair to replace the controller. Additional information was received from the patient (pt) rep. Pt rep called saying pt got the new controller, but was still having the same issue charging the controller. Caller said now the controller was just dark. Caller plugged controller into ac power during the call and reported the controller did not turn on. Caller confirmed green light was on ac power supply. Caller then plugged controller into power supply without battery pack, but controller still did not turn on. Caller also mentioned while troubleshooting on the call, they noticed one of the prongs on the back cover was broken off from pt having to open and close the back cover so much trying to get the controller to work. Agent sent request for back cover and ac power supply to repair. The caller called back stating the pt received the replacement ac power supply but the controller is still not waking up. The agent asked caller tried double a batteries, but they were not available. Agent asked caller to plug controller to wall without the li bp, caller stated controller screen remained black but the ac power supply has a greenlight. Agent emailed repair to replace controller. Patients caregiver called in with assistance needed on pairing the replacement equipment. Pss walked caller through this and due to the nature of call very hard to understand at some points. Caller was able to pair equipment and was charging during end of call seeing excellent. Caller mentioned multiple times that patient should have this removed as he is alone and cannot do this without her. The rep (and pt's rep) called back to report the replacement controller did not seem to remedy the charging issues that pt was experiencing. Rep did not want to be put on hold for agent to review the case and instead reviewed they had been dealing with many issues (which were previously documented). Pt was successfully able to pair controller and progress to normal charging screens - was charging with excellent quality, but rep said they were stuck in the red/low ins charge status for over and hour. Callers explained they tried to reset controller multiple times by removing battery and plugging into ac power, then reinserting battery; also tried to reset by simple removal and reinsertion of li battery. Callers confirmed the recharger wasn't abnormally heating. Rep noted the pt used a low dose stimulation setting, so the ins shouldn't be depleting quickly y and ending up in the red/low status so easily. Agent reviewed a recharger could be sent out, but if that replacement did not remedy the situation, they should follow up with hcp. Rep noted they have an appointment set with hcp tomorrow at 2:30pm, and they hope the recharger will resolve issue so they won't need to have ins checked. Agent reviewed could overnight shipment but couldn't confirm if would arrive prior to appointment.

Manufacturer narrative:
H3: product ID 97745nt lot# serial# (B)(6) was returned for product analysis. Analysi found the main board was corroded, the connector pins were missing and bent, the case front was stripped causing case separation, and the accent band was scratched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID (B)(4) serial# (B)(6) was returned for product analysis. Analysis found the main board connector pins were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.